Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pacemaker exhibited a diagnostics anomaly. The device markers and the electrogram did not match. The device was reprogrammed. Patient was stable and did not experience any adverse consequences.